Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per bio-libra study, low sensing noted on atrial dipole of the rv lead after implant. Patient was returned to the procedure lab and the rv lead was advanced 2-3 cm. Pre-repositioning sensing was 0.4. Post repositioning sensing was increased to 8.6. Both device interrogations dated 2-10-21 and 2-18-21 indicate device was functioning as programmed. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.